Event description:
During a tips treatment procedure, the balloon ruptured and a fragment remained inside the pt. Using several balloons, the physician attempted to redilate the proximal and distal portions of a previously placed easy wallstent. Three balloons ruptured, but were easily retrieved. The fourth balloon (this report) ruptured on the first inflation at 5 atm while inside the stent, and it then detached from the balloon catheter. X-rays taken after the balloon rupture indicated that the balloon fragment may be located at one end of the stent. The physician placed another easy wallstent to stabilize the balloon fragment. The pt is reported as 'ok' following the procedure.